Manufacturer narrative:
The reported field event of v- setscrew not engaging was confirmed in the laboratory. Analysis found that solidified blood was filling the v-setscrew inset. The blood came through damage to the septum by the torque wrench used at implant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13191. It was reported that the patient's right ventricular lead was oversensing noise. The lead was turned off. On (B)(6) 2020, the lead was capped and replaced. During procedure, the physcian found a set screw anomaly on the pacemaker and explanted the pacemaker as well. Patient was stable post procedure.